Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the customer experienced hypoglycemia. Customer¿s blood glucose level was over 400 mg/dl. Customer declined to continue with the troubleshooting. Customer expressed some symptoms may be indicative of the possible onset of diabetic ketoacidosis. Customer was not in auto mode feature active and automatically adjusting insulin at time of high blood glucose event. The insulin pump will not be returned for analysis.